Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system failed to fluoro due to a communication failure error message display. There are no reports of patient injury or death associated with this event.